Event description:
It was reported that pump displayed malfunction code 9 with associated fault ID, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance on how to reset pump, successfully reset device with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.